Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient experienced cardiac arrest at home. Upon emergency medical services (ems) arrival, the patient was found to be in ventricular fibrillation. Cardiopulmonary resuscitation (CPR) was initiated by the patient¿s spouse and continued by ems. The patient was in cardiogenic shock from an acute myocardial infarction. The patient was transported emergently to the cardiac catheterization laboratory. Coronary angiography revealed "severe" left main (lm) and left anterior descending (lad) coronary artery disease. Plain old balloon angioplasty of the lad was attempted. During the procedure, the patient developed recurrent ventricular fibrillation requiring CPR. An impella cp device was implanted via right femoral access on to provide hemodynamic support. Thereafter, the patient was transferred to a tertiary care facility for surgical evaluation; coronary artery bypass graft surgery was declined. Upon arrival, a right femoral access-site hematoma was noted. The physician elected to explant the initial impella cp pump 1 (after 3 hours of mechanical circulatory support). The neurologic status remained a concern due to unknown pre-hospital downtime. The outcome of the patient was noted as expired. Although a right femoral access-site hematoma was observed following the placement of the impella cp device, vascular access-site hematoma is a known potential complication of a femoral access. There is no information or evidence to suggest that the hematoma contributed directly to the patient¿s demise. However, the death will be conservatively reported. The patient's underlying condition contributed most if not solely to the demise outcome (refractory cardiogenic shock secondary to acute myocardial infarction involving severe left main (lm) and left anterior descending (lad) coronary artery disease, complicated by recurrent ventricular fibrillation and prolonged cardiac arrest). Note: h6: device problem/component/investigation coding remains unchanged.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp developed a hematoma. The physician explanted the pump and implanted another impella on the left side.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Asae/hematoma: the cause of the access site adverse event is use related to patient movement as hematoma was noted after hospital transfer. Device history review: the device passed all post sterile inspection checks. Complaint coding was updated to better reflect the reported event. Consequently, section h6 impact codes and medical device problem codes were updated/corrected and repopulated accordingly. Date of death was unknown.